Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 4.0ng/ml was obtained. The accu tni was reported out of the lab. The customer re-tested the original sample for accu tni. The repeated accu tni result was 0.1ng/ml. The patient was treated with an anticoagulant therapy and transferred to another facility. The customer did not receive any report of patient injury or death that can be attributed to or connected with this event.

Manufacturer narrative:
The sample was collected in a plastic, 5ml, greiner, sst tube with gel separators and centrifuged at 3,000 rpm for 10 minutes at ambient temperature. The specimen was sampled from the primary tube. Qc was within specifications priro to the event. System check performed on 09/2006 passed. Beckman coulter technical service advised the customer to perform system check six days later, after the event, which failed. The customer was advised to replace aspirate probes and trim peri tubing, and then rerun the system check which also failed. A field service engineer (fse) was dispatched to the customer's lab on the same day. The fse inspected the instrument and discovered a misaligned pipettor probe. The fse indicated that all adjustments were different when compared to the adjustments in aold report. The fse replaced pipettor tip and a nozzle on wash tower and performed all necessary alignments to the instrument. The fse verified that the instrument was operating per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.